Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure there were issues trying to obtain signals off the lead. There was no electrical signal on the analyzer and the impedance was low. The clinicians changed the testing cables but the problem persisted. The atrial lead was removed and replaced with a different lead, and no problems occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched, with the inner insulation breached, resulting the distal and proximal conductor shorting together, and that was contributed to the electrical complaints. If information is provided in the future, a supplemental report will be issued.